Event description:
A male pt underwent aaa repair in the or in 2009. The procedure was uneventful except that the black trigger wire was difficult to remove. The physician was pulling on it and pulled the main body down approximately 1 cm. It could not be readvanced (via left side) and was released, which ended up being ok. The remainder of the procedure was uneventful. Final angiography showed no endoleak of any type or any other complication. The pt did well over night. Approximately 24 hours later, the pt had sudden rlq abdominal pain, hypotension, and coded. The pt was quickly stabilized, transfused, etc. Us showed hemoperitoneum. Emergent surgery performed revealed a vertical tear in the right common iliac artery extending superiorly from the right limb interface with the distal right common iliac artery. The graft was clearly visualized through the tear. This was site of the rupture and event. Complex surgery was performed. Most of the graft was explanted and ao-bi-iliac graft was placed. Pt is currently alive in dic with many post-op complications.

Manufacturer narrative:
Event evaluation: still under investigation.